Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified that the device powered itself off after approximately 30 minutes of use. Physio found that the battery wire harness mounting nuts were slightly loose and tightened them. The battery pins were replaced as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient, taking intermittent blood pressure readings and monitoring spo2, their device powered itself off. This occurred during transporting the patient to a local hospital. The crew powered the device back on and the device powered itself off again 13 seconds later. The crew replaced the battery and powered the device back on. There were no further issues with the device. The customer stated that there were no adverse effects to the patient due to the reported issue.